Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented to clinic for routine post-operation check, far p-wave oversensing was observed. Programming changes were made. Patient was in good condition and will continue to be monitored.